Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a husband reporting on his wife (age unspecified) from the united states. On an unspecified date, the consumer started using reach total care multi action toothbrush for dental cleaning (route-dental, lot number 1091t, expiration date and frequency unspecified). After an unspecified duration, she noticed that the handle of the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a husband reporting on his wife (age unspecified) from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush for dental cleaning (route-dental, lot number 1091t, expiration date and frequency unspecified). After an unspecified duration, she noticed that the handle of the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A review of the trending data by product family reach total care multiaction toothbrush, breaks/falls apart with use and (B)(4) revealed no adverse trends no trend involving lot 1091t. The device history record review revealed no deviation, non-conformances or out-of-specifications. There were no related manufacturing /facility issues found within the (B)(4) prior to the manufacturing date and there were no changes made to the design, formula, packaging or labeling in the (B)(4) prior to the manufacturing date. The retain samples were visually inspected and no defects were noted. A review of the investigation documentation indicated the reach total care multiaction toothbrush device met specification. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.